Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion was pre-dilated with a 3.0x15mm non bsc balloon. The physician then attempted to implant a taxus express2 2.75x20mm drug eluting stent to the 90% stenosed lesion located in the calcified and moderately tortuous left main trunk (lmt) and proximal left anterior descending (lad) artery, but was unable to cross the lesion. The physician then attempted two wires technique and tried to advance the stent delivery system (sds), but was unable to cross the lesion. At this time angiography confirmed a dissection at the lad. Per the physician, the dissection related to the calcified lesion and was not related to the taxus express2 device. The physician attempted to place a 2.25x15mm non bsc stent to the dissected area. It was implanted successfully, but strong resistance was felt while advancing. The stent was post dilated with the 3.0x15mm non bsc balloon. A 3.5x13mm non bsc stent was then implanted in the lmt. Post ivus was performed and the procedure was completed. No additional patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be anticipated procedural complication.